Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm, and power error 25 alarm are confirmed in the long trace file. Power loss alarm occurred after the power error 25 alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at j6/pcb 1 the pump was monitored and functioned properly. No unexpected replace battery now or insert battery alarms noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and power loss. The customer¿s blood glucose was unknown at the time of incident. The customer was advised how to clear the alarm. The insulin pump was returned for analysis.